Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.